Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the surgeon used the device to do sleeve and was leaking from universal seal. Another device was used to complete the procedure. There were no adverse consequences for the pt. Device was discarded.